Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not show visual evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The patient pushed the tubing back into the white housing part of the twist clamp connector and applied some clear tape to hold it together. The transfer set was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.